Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that the closure device embolized. It was reported via social media that the patient had a watchman flx closure device implanted in their laa. At the patients first follow up procedure it was noted that the closure device had embolized out of the laa. Due to the closure device position it was determined not to remove it. No patient complications or consequences have been reported to have occurred.